Event description:
Medtronic received information that pump error 37 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring = black. On (B)(6) 2022, the customer alleged for pump error 37 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, serial number label fading, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarm during testing. In further analysis in the pump history found three pump error 37 alarm on 08/02/2022 at 11:45:05.000, 11:55:00.000 and 14:54:00.000. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed required testing. Customer alleged for pump error 37 alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.